Event description:
The first week my whole body broke out into a rash. Within the first year, I was diagnosed with fibromyalgia, rheumatoid arthritis, autoimmune disease, and over the years my symptoms have continued to deteriorate. Now my breasts are extremely painful and my lower bask is in excruciating pain also. I need help getting my implants removed from my body as I can't afford. Many more breast implant illnesses. In 1997 they were known as the safe alternative, however that is completely untrue as the shells are still silicone, which I am highly allergic too. Any assistance you can give me in this manner would be greatly appreciated. I need to have them removed.